Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation and numerous kinks in the hypotube. Functional testing could not be completed due to the partial separation, as the device could not load properly into a lab supplied guide catheter. The maximum outer diameter of the guidezilla distal shaft was measured and met specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2018. It was reported that catheter advancing difficulties occurred. A guidezilla¿ guide extension catheter was selected for use. During introduction, it was noted that the guidezilla¿ failed to cross an unspecified guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation in the hypotube.